Event description:
Customer's father reported that customer was experiencing low blood glucose before lunch. In the afternoon, customer's blood glucose went up to 400 mg/dl. Customer's doctor is changing the settings. Customer's settings have been adjusted over the last couple of months. Customer was assisted with adjusting this carbohydrate ratio. Troubleshooting for high and low blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).